Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11/d2: correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h6: investigation summary the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. No gross visual defects were observed on the jaws. However, the retention plate was found to be missing from the top jaw. To test the functionality of the device, the trigger was actuated and the jaws open and close as intended. Additionally, a sample rubber strip was placed between the jaws and it was confirmed that when the trigger was actuated the jaws bite on the test strip without any gaps. An eiii needle was inserted in the device and fired smoothly several times without any issues to ensure the device performs as intended. This procedure was repeated several times to ensure continuity of function and no anomalies were noted. We are unable to replicate the reported failure the user experienced, therefore the complaint cannot be confirmed. Moreover, we cannot determine a root cause for the reported failure. However, one possible root cause for the missing retention plate can be attributed to excessive force or mishandling of the device. Furthermore, a manufacturing record evaluation was performed for the finished device (48445-180808) and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a review of the device history record. Device history lot a manufacturing record evaluation was performed for the finished device 48445-180808 number, and no non-conformances were identified. Device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by sales rep via phone that the jaws on the customer's expressew iii suture passer without hook are bent during a rotator cuff repair procedure. The jaws will no longer close all the way. The surgeon used the sales rep's like device to complete the procedure with no delay and no patient consequence. This report is 1 of 1 for (B)(4).